Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). (B)(4). A sorin group field service representative was dispatched to the facility to investigate. During testing, the service representative was able to reproduce the reported issue. The service representative found that the pump would start and work fine if assisted. The service representative also found evidence of bubbles throughout the system. The patient bridge was replaced and the heater-cooler system 3t was emptied and refilled several times and the pumps were run for a short period to clear the bubbles. The device was functionally tested and was found to be working within specifications. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed several error codes on the patient side after the customer performed a cleaning and disinfection process. There was no patient involvement.